Event description:
It was reported that the customer questioned if there was any information with evidence based data on how often ng statlock should be replaced daily or when soiled. The customer also questioned for video or photo diagram on how to secure the tape because the number of pressure injury related injuries from the statlock increased significantly in the past 13 months within the same unit. It was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incomplete biocompatibility assessment of adhesive¿. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer questioned if there was any information with evidence based data on how often ng statlock should be replaced daily or when soiled. The customer also questioned for video or photo diagram on how to secure the tape because the number of pressure injury related injuries from the statlock increased significantly in the past 13 months within the same unit. It was unknown what medical intervention was provided.